Event description:
It was reported that the unit powered off during a procedure when they were changing the tank. The device showed "procure replacement bottle under 30 bar" even after changing out two tanks. They replaced the device with new unit and the tower worked fine so it wasn't an issue with the hose. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).